Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not secure the burr device or function gauge, the drive shaft did not move freely and the etch was worn/difficult to read. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from repeated use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr attachment device was not working. There were no delays to the surgical procedure as an identical spare device was available. The surgical procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.